Manufacturer narrative:
Common device name: blood specimen collection device; intravascular administration set. Brand name: medical device type: jka/fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes on the bd vacutainer® winged safety push button blood collection sets are popping off the luer adapter.

Event description:
It was reported that tubes on the bd vacutainer® winged safety push button blood collection sets are popping off the luer adapter.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for issues with tube push off or needle point integrity with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for issues with tube push off or needle point integrity with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.